Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across an electrical component. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions were implemented. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment has been exchanged, however, the issue is not resolved. Advanced bionics is in the process of gathering additional information. Once additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not be explanted at this time. It is believed that the recipient experienced an in-situ failure. The recipient remains implanted. A review of the device history record noted no rework. The recipient remains implanted. This is the final report.